Event description:
The customer reported a low voltage issue and the system was displaying intermittent communication failure error messages. This error message will likely cause the system to lock-up, shut down or prevent it from booting up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 power supply was replaced, and the backplane was cleaned. The system was then found to be operating as intended.